Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient told the caller that they do not have the remote (¿receiver¿) and that the system is not working. The caller would follow up with the patient to tell them that they need to make sure the system is charged and they need to have an available remote control. It was unknown when the issue began. There were no patient symptoms reported and no complications reported.